Event description:
The laser system has the following problem: "no output energy and simmering error comes on screen. Checked and found that flash lamp burnt. It needs replacement for the proper functioning of laser machine."

Manufacturer narrative:
The problem was due to a broken lamp. After the replacement of this component, the laser system restarted to work. We are unaware about patient injury.